Manufacturer narrative:
Concomitant: product ID 7495-25, serial# (B)(4), implanted: 2003-(B)(6), product type extension, product ID 7495-25, serial# (B)(4), implanted: 2003-(B)(6), product type extension. Product ID 3487a-33, lot# j0322055v, implanted: 2003-(B)(6), product type lead, product ID 3487a-33, lot# j0316008v, implanted: 2003-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had been inactive since (B)(6)-2004 and on (B)(6)-2014 it began malfunctioning by providing stimulation which started as a tingling in her legs which grew in intensity so that it went into her back, torso, and chest causing heart palpitations. It was stated that it was causing the patient's lower extremities to be numb. The patient had tried to turn it off using her patient programmer. The patient met with her health care provider (hcp) and he tried using his clinician programmer to turn it off but couldn¿t. The patient had an appointment scheduled with a neurosurgeon to have the ins removed, but the patient couldn¿t withstand the pain. The patient had tried all day using her patient programmer to try and turn her ins off. It was noted that the patient was using a new 9v alkaline battery in the patient programmer. The only lights the patient saw on the back was the bottom green one which indicated that patient programmer battery was good. Technical services worked with the patient and her patient programmer to see if the patient programmer would read or operate the ins. The patient said it was very intense, ¿if it was working and I could control it, it would not be a comfortable setting because even when I bend the pulses get greater. It¿s not agonizing but it is fatiguing me, vibrating me inside.¿ it was noted that it had the patient off balance. If the pati ent sat for a moment, her legs got numb. If she got ready to ambulate, she had to stand for a while. It was noted that no falls or trauma were reported. The patient thought she felt a short period of stimulation once, possibly in 2007, but it stopped and she had nothing since until the week prior to this report. It was noted that the only thing that was different in the patient¿s life was that she began doing water therapy in a pool. A shocking or jolting sensation was reported. It was noted that one option was to recruit a manufacturing representative to get a concrete answer if the device was on or not. The patient had been working with her primary hcp and a neurosurgeon. It was noted that they would remove the ins, but not the leads. It was noted that an hcp thought the patient had too much scar tissue. Security experiences were also discussed. Every time the patient went somewhere, she had to be pulled aside. Airport security screening devices were noted. Additional information has been requested. A follow up report will be submitted when more information becomes available. Refer to manufacturing report # 6000032-2014-00062.